Event description:
It was reported that during the procedure, the helix mechanism of this right atrial (ra) lead would not extend once implanted inside the patient. It was noted that there was no torsion after 30 rotations were performed. The lead was removed, and the helix still could not be extended outside the patient. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.